Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing. The keypad was scratched, and the bottom case was damaged. A review of the event history log evidenced a force sensor test failure, and a check plunger error. The force sensor error was replicated upon power up. The check plunger error was not. The investigator opened up the unit and observed a loose piece. The investigator determined that the product problem was caused by the impact from the loose part that had broken off from the bottom case. The investigator also determined that the force sensor was out of specification and was therefore producing the force sensor error. The fragmented piece from the bottom case ultimately produced the product problem. The damage was attributed to the user. This was identified as the root cause. The investigator replaced the damaged bottom case, recalibrated the force sensor, and reset the timing plates in the plunger head as a preventative measure. The pump subsequently passed all the functional tests.

Event description:
It was reported that the device displayed a system alarm, rattling inside device, error check plunger, and a force sensor error. There was no patient involvement.